Manufacturer narrative:
On (B)(6) 2015: phone number removed from grid - failing electronic submission (B)(6).

Event description:
The customer reported a depleted battery. There was no reported patient involvement.